Event description:
It was reported that: pt is experiencing soreness and pain in the hip area. Pt also is reporting that he is having pain in the back of his leg. Pt is stating that the pain first started in late (B)(6) 2012. Pt states that he had an appointment on (B)(6) 2012 in which he had blood work done and he is supposed to schedule an MRI.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.